Event description:
Patient had surgery late last year. Physician was pulling drain on the floor, noted tip was missing approximately 2 to 3 inches. Follow-up surgery three days later to remove retained drain tip.====================== manufacturer response for drain, hemovac======================no response yet